Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) coil impedance and an apparent fracture. The svc coil was programmed off and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received two inappropriate shocks. There was noise and high pace/sense impedance noted on the rv lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was additionally reported that the patient had twiddlers syndrome causing the lead fracture. (B)(4). This device was included in the field action. Based on the information received and without the return of the product it could not be determined if this device performed as described in the field action.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Out of tolerance sub threshold lead impedance alert was registered on (B)(6) 2012. Maximum superior vena cava (svc) lead impedance rose from a baseline of 60 ohms the week of (B)(6) 2012 to more than 250 ohms the following week.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2010 (B)(6). (B)(4).